Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 20, on insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to program pump settings and reconnect continuous glucose monitor on replacement pump that was arranged under warranty; no additional information was received regarding the final outcome of the event.